Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, a reporter for the patient (the patient¿s wife) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verioflex meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that starting on the evening of (B)(6) 2019, the patient obtained readings on the subject meter which he considered high compared to his feelings/normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages his diabetes with metformin oral medication and an insulin pump. The reporter indicated that the patient took more insulin after obtaining the ¿high¿ results. The reporter stated that about 15 minutes after taking insulin on (B)(6) 2019, the patient developed symptoms of ¿fainting, shaking and almost run into seizure¿. She reported that she gave the patient ¿candies and a juice drink¿ to treat his symptoms. She reported that at 9:36am on (B)(6) 2018, the patient obtained blood glucose results on the subject meter of 281 and 284 mg/dl compared to 140 mg/dl on a relion meter and 104 mg/dl on a medtronic meter. At the time of troubleshooting, the reporter confirmed that the meter was set to the correct unit of measure and the test strips were within expiry date and had been stored correctly. The patient/reporter did not have control solution to test the meter and test strips. Education was provided by the cca and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after obtaining alleged inaccurately high blood glucose results on the subject meter and administering additional insulin.